Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that the display was not blank less than 30 seconds and did not return. The customer reported that insert battery alarm did not display on the insulin pump screen after removing the battery. Customer reported display did not return after pump restart. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 customer called in with the following concern: blank screen. P-cap locked in place properly during testing. Proceed it by using a new battery cap and a new battery. Device power up properly after battery installation. Device was downloaded successfully using (thump software) for reference. Proceed it with the following testing to assure proper functionality of the device. Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No blank display, low battery alarms or unexpected battery power loss noted during testing. Device functioning properly. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No abnormal behavior during download history review. Proceed it by cutting device open and perform a visual inspection on electronic assemblies and connectors. All connectors were plugged in properly and no moisture damage noted on electronic assemblies during visual inspection. No physical damage noted during visual inspection. In conclusion, customer concern was not confirmed during testing. Device powered up properly after battery installation and was tested successfully. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.